Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique during pd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading cause of transmission of peritonitis causing pathogens. Though the culture presented no growth, it is well known cultures may not yield a microorganism; however, initial symptoms that are responsive to empiric antibiotic therapy are evidence of a peritonitis infection, likely involving a gram-positive pathogen. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2021, this (B)(6) female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 222/mm3. The patient was diagnosed with peritonitis due to a lack aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient will disconnect and reconnect to the cycler throughout the course of pd treatments without washing hands. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 1500 mg every 5 days for two weeks. A follow up wbc count taken in the outpatient clinic on (B)(6) 2021 presented with 6/mm3. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
On (B)(6) 2021, this 71-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 222/mm3. The patient was diagnosed with peritonitis due to a lack aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient will disconnect and reconnect to the cycler throughout the course of pd treatments without washing hands. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 1500 mg every 5 days for two weeks. A follow up wbc count taken in the outpatient clinic on (B)(6) 2021 presented with 6/mm3. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.